Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of syringe not working was not determined because no products or device logs were returned.

Event description:
It was reported that the patient being infused with propofol. The first syringe worked and when they went to exchange it, the second syringe didn't work. There was patient involvement but no harm.

Event description:
It was reported that the patient was being infused with propofol. The first syringe worked and when they went to exchange it, the second syringe didn't work. There was patient involvement but no harm. Bd clinical practice consultant learned through a customer call that there was an under infusion of propofol. Anesthesia used a 60ml syringe to administer propofol, and the first syringe had no issues. When they went to load a second syringe after the first syringe completed, the same pump module would not recognize the syringe. The tech got a new pump module and then they were able to use the second syringe.

Manufacturer narrative:
Correction: describe event or problem. Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the root cause for the reported issue of the syringe module not recognizing the syringe was replicated and found to be due to the device needing calibration. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that that the syringe module is performing as designed and passed all accuracy measurements. On 7 april 2025 at 2:16 pm, the unit was selected, the syringe type was bd 50 ml, the rate = 18.3 ml/hr and the volume to be infused (vtbi) = 47.7769 ml. At 3:01 pm the unit was selected, a bolus with a rate = 996 ml/hr and a vtbi = 1 ml, the infusion was started and four (4) seconds later, it was completed. The user programmed an infusion with a rate = 18.3 ml/hr and a vtbi = 33.109 ml, the infusion was started. At 3:06 pm the unit was selected, an infusion with a rate = 21.96 ml/hr and a vtbi = 31.5987 ml, the infusion was started. Twenty-six (26) minutes later the unit was selected, and the rate was changed to 20.13 ml/hr. From 4:38 pm to 4:42 pm, the infusion was stopped, the syringe was empty, the unit was selected three (3) times, the device alarmed for operator walkaway two (2) times, then the unit was channeled off. The alaris system user manual v12.3.1 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use the smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe a review of the bd alaris user manual v12.1.3 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of the syringe module not recognizing the syringe was replicated and found to be due to the device needing calibration. The root cause for the reported under infusion was not identified during investigation. The reported issue could not be replicated during laboratory testing or confirmed through review of the logs. Note that this report lists imdrf annex a0401, a1801, a0709, g04037, g02017, g03012 , c07, c0201, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.